Manufacturer narrative:
(B)(4), 2011. This event concerns a device that was manufactured and used outside of the united states. Analysis is pending.

Event description:
Prior to the implant attempt, the physician tested the fixation mechanism function, and no abnormalities were witnessed. After lead placement, psa measurements were appropriate (6mv sensing, 1160ohms impedance 0.8v@0.5ms threshold), however, it screw extension was not possible "imposing more than 60 turns and 4 different stylets." Another lead was subsequently implanted, instead.